Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was "over 600" mg/dl. Customer addressed elevated bg by a correction bolus via the pump. Customer continued to use current pump.